Event description:
It is reported that the patient is experiencing pain in the femoral area and burning sensation in lower back.

Manufacturer narrative:
The lot number for the femoral head was provided, therefore a complaint history search of that manufacturing lot was performed and no additional complaints were returned. The manufacturing documents for the femoral head were reviewed and found conforming to specifications at the time of manufacture. Lot numbers for the acetabular shell, acetabular liner, and femoral stem were not provided, therefore, complaint history searches of these lots could not be performed, and the manufacturing records could not be retrieved and reviewed. Neither x-rays no operative notes were provided for review. It is unknown if the devices were implanted with the correct fit and orientation per the surgical technique. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity, and relevant medical history. Rehabilitation protocol and adherence thereto is unknown. Cause cannot be definitely determined. Review of the femoral head device history records did not find any deviations or anomalies. Review of the device history records for the remaining products were not possible as the lot numbers were not available.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. 00620205221, trabecular metal modular cups, 60287429. 00771101100, m/l taper femoral stem, 61359411. 00630505032, xlpe liner standard 32 mm, 61349358. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 00687, 0001822565 - 2018 - 00688, 0001822565 - 2018 - 00689.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.